Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 375mg/dl. Customer was treated with manual insulin injections, and was released from the ER 8 and a half hours later with no permanent damage. Reportedly, the customer's insulin was exposed to freezing temperatures. Tandem technical support educated the customer on insulin labeling.